Manufacturer narrative:
The patient reported that the sensor insertion site became infected with redness and pain. The patient was abroad when the symptoms appeared. The patient did not specify when the symptoms began. The patient was advised to see a doctor while abroad to have the infection treated. However, the patient mentioned that she would return on (B)(6) 2025 and was scheduled to got to the clinic on (B)(6) 2025 to have the sensor removed. No additional information was available regarding this incident. The sensor removal information and the treatment details were also not provided. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the area of sensor insertion, with the symptoms of pain and redness. The sensor was inserted on (B)(6) 2025 and the patient did not mention when the symptoms first appeared. The patient decided to have the sensor removed because of the symptoms.